Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. The motor drive unit did not have enough power drive to enable the blades of disposable to spin and cut. The procedure was completed with a competitor device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.